Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.